Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® ultra 3, juvéderm® volift® with lidocaine, juvéderm® volbella¿ with lidocaine, and juvéderm® voluma¿ with lidocaine. After 2 months, the patient experienced ¿granulomas.¿ the patient was treated with hyaluronidase. Event was ongoing. This file captured the juvéderm® volift® with lidocaine.